Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 due to insufficient primary stability on the same date as implant placement. The patient has no significant medical history and has been recovered without complications.